Manufacturer narrative:
Concomitant medical products: product ID 3389-28, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that high impedances ¿>40000¿ ohms were measured on contact 11 of the patient¿s system. The patient¿s physician was reported to have ¿not believed it was a problem with the implant¿ and instead ¿said it must be a hardware issue.¿ the patient underwent reprogramming as a result of the event. It was noted the issue had been ¿reprogrammed around.¿ it was ¿unknown¿ whether the patient had experienced any symptoms or complications due to the event. The patient¿s outcome was unavailable at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information reported the patient was "receiving proper therapy" at the time of follow-up. The issue was reportedly determined to be a high impedance issue and "thus a conductor wire fracture." Further troubleshooting was "not necessary" at the time of report.

Manufacturer narrative:
Concomitant medical products: product ID: 3389-28, lot# 0207168589, implanted: (B)(6) 2013, product type: lead. (B)(4).